Event description:
Device 2 of 2. (See MFR # 1627487-2010-02557 for device #1.) On (B)(6) 2010, the patient was implanted with an scs system. It was reported that the patient felt over-stimulation when getting in or out of bed. On (B)(6) 2010, the patient met with the rep in an attempt to troubleshoot the complaint. It was reported that the patient felt over-stimulation during communication with the patient programmer. It was reported that an x-ray showed that one of the leads had migrated. The doctor will refer the patient to a neurosurgeon to have the percutaneous leads removed and replaced with a paddle lead.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.